Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 53.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that in the distal end region the insulation was found rubbed through and the conductor cable leading to the ring electrode fractured. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. Furthermore, a high out of range pacing impedance was observed. The lead was extracted.

Manufacturer narrative:
Combination product: yes.